Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the device was increasing the patient's pain which was described as a burning sensation when leaning against the ipg. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device was increasing the patient's pain which was described as a burning sensation when leaning against the ipg. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein only the ipg was replaced and not the lead.

Event description:
A report was received that the device was increasing the patient's pain which was described as a burning sensation when leaning against the ipg. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.